Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported cardiac arrest could not conclusively be established through this evaluation. The heartmate ii lvas IFU contains a list of adverse events that may be associated with the use of the hmii lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the patient outcome the patient expired due to cardiac arrest . Per the vad coordinator, all available information was provided. No additional information is available. The device was not explanted. The device will not be returned for evaluation.